Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a vats procedure. Reportedly, the instrument was difficult to open. The surgeon performed a thoracotomy to remove the instrument. The hosp has reported the pt's condition is satisfactory.